Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the grip cable frayed at the distal idler pulley. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. An additional observation not reported was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the indentations were likely due to mishandling / misuse. An additional observation not reported was the tips of the instruments grips were bent. A visible misalignment of the teeth on grip area and a bend to one side were observed. Failure analysis concluded the indentations were likely due to mishandling / misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable could likely cause or c ontribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that in central processing, exposed wires at the tip were identified on the fenestrated bipolar forceps instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury or reports of fragments falling into a patient.